Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that he was in the hospital last night with high readings. Customer states he was taken to the hospital by ambulance and tested on hospital meter at 649 mg/dl. Customer was given insulin injections at the hospital. Customer was then put on an insulin IV. Customer is attributing the hospitalization to leaky cartridges causing high blood glucose. A request was made for the return of the device.